Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 350 was mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was stomach infection and high blood glucose. Customer is still in the hospital. Customer was wearing the pump at time of hospitalization. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Customer stated that the insulin pump was in threshold suspend. Customer's blood glucose at time of incident was 98 mg/dl. Customer does not exhibit low blood glucose. Customer sensor glucose value is 119 and suspend threshold limit is 60. Customer was explained the differences between sensor glucose and blood glucose.